Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A batch review was performed for the potentially associated lot number (10j15h25), with no defects noted. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 5 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a patient who made mistake/touch contamination/did not wear a mask and peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On an unknown date, the patient experienced peritonitis and was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment was not reported and the patient was recovering. During a follow-up call with the patient's nurse, it was reported that on unreported dates, the patient made a mistake/touch contamination and did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis and was not hospitalized for the peritonitis. Treatment was not reported. On an unreported date in 2011, the patient recovered from the peritonitis. The outcome of patient made mistake/touch contamination and did not wear a mask was not reported. Pd therapy was ongoing. The nurse stated the peritonitis was not related to pd therapy. An opinion of causality was not reported for the patient made mistake/touch contamination/did not wear a mask.